Event description:
It was reported that the tip of an ozark screwdriver fractured during use. All broken components were removed and the procedure was completed successfully with no reported surgical delay or adverse consequence to the patient.

Manufacturer narrative:
Visual: visual inspection was performed and found the tip to be fractured. Inner shaft threaded tip is still in tact, but the shaft is bent approximately half way down the shaft. Complaint history records were reviewed for this lot, and no similar complaints were identified. Ozark stg provides: screw insertion - once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 tapered driver: the size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in insertion of the screws. Attach the proximal end of the driver to the spin top handle. Engage the stab-and-grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12-in lbs torque limiting handle. It was reported that the bone was hard and that the driver was most likely over torqued during screw insertion. Additionally, the inner shaft deformation may indicate potential over torqueing of driver. The most likely cause of the reported event was determined to be due to the reported excessive torque applied during insertion. Device must not exceed 12 in-lbs of torque. Device handle is built in thus surgeon must ensure excessive torque is not applied. Patients hard bone most likely contributed to excessive torque applied.

Event description:
It was reported that the tip of an ozark screwdriver fractured during use. All broken components were removed and the procedure was completed successfully with no reported surgical delay or adverse consequence to the patient.